Manufacturer narrative:
The instrument is performing within specifications. No further eval of the device is required.

Event description:
An elevated immulite 2500 ck-mb pt sample result was obtained. Physician questioned the results because it did not meet the clinical picture. Upon repeat, the result was in line with pt condition and reported to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ck-mb result.